Event description:
Pt states both of her cadd ms-3 pumps. Serial numbers (B)(4) turn on and off when pressing on the battery cap. The pumps are both running otherwise. Pt is keeping her pump that is running in it's black carry case/waist clip, so that the battery cap does not get bumped while replacement pumps are shipped. I reviewed with the pt if both pumps stopped working that she needs to go to the hospital. Pt verbalized understanding. Both pumps, serial numbers (B)(4), are being replaced. The pt is being sent a return label with the replacement pumps for her current pumps to be returned for review. No missed doses and no adverse events. Dose or amount: 64ng/kg/min. Frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: primary pulmonary hypertension.